Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that the insulin keeps squirting out during priming. Troubleshooting was done. The customer's blood glucose was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.